Manufacturer narrative:
(B)(4). Concomitant medical products: 141216 - tibial tray - unknown. 185104 - bearing - unknown. 148297 - stem - unknown. 185328 - augment - unknown. 185308 - augment - unknown. 141320 - stem - unknown. 00111314001 - palacos - unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01185.

Event description:
It was reported that the patient received an initial left tka. Approximately 3 years post implantation, the patient was revised for an unknown reason. Subsequently, the patient developed an infection. Stage I of the revision was performed 3 years later where the components were explanted and the tibial and femoral spacer was placed. Loosening of components was noted. Stage ii re-implantation was performed approximately 1 month later.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found increasing pain w/ weight-bearing, no fever, no chills. Moderate swelling, pitting edema bilateral le¿s imaging lucency around stems on tibia and femoral components. Stage 1 op notes found fibrous tissue, tibia and femoral components found loose, explanted due to infection. Antibiotic spacer placed with no complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.